Event description:
The hcp reported that the pt presented with slurred speech and "problems with leg". No additional information was provided at the time of this report. The pt was receiving morphine via the drug pump. A follow-up report will be sent when additional information becomes available to us.